Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced a false air in line alarm. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4): this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter.

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor sv2 device had ruptured during filling. The device was filled with sodium chloride (nacl) and afterwards was filled with 5-fu when the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device be received, a follow-up report will be submitted upon completion of the evaluation or if additional information should become available.